Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device has not been returned for evaluation at this time and will not be available for evaluation. A supplemental medwatch reporter will be submitted upon completion of the investigation.

Event description:
During a follow-up call with a peritoneal dialysis (pd) pt's registered nurse (rn) the nurse stated the pt had reported cloudy effluent and abdominal pain during treatments starting (B)(6) 2015 but did not report the issue until (B)(6) 2015. Per pdrn the pt was requested to come into the clinic on (B)(6) 2015 for fluid culture and was diagnosed with an episode of gram-positive cocci peritonitis on (B)(6) 2015. Per pdrn the pt practiced aseptic technique when completing peritoneal dialysis treatments and it was unk what may have attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. The nurse stated the pt was not hospitalized for the episode of peritonitis and was initially treated with antibiotics in-center and continued antibiotic medication at home. As of (B)(6) 2015, the signs and symptoms of peritonitis had resolved, and he pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed on potential related lots. No non-conformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Medical records were provided and have been reviewed by post market clinician staff. Medical records did not contain dialysis treatment records, physician orders, or medication records for review. There is no documentation in the medical record supporting a possible association between the event of peritonitis and fresenius pd products. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique. The paper MDR submission (MFR report # 8030665-2015-00509) follow-up # 001 was submitted on 15/feb/2016 to the office of center for devices and radiological health and returned to fresenius medical care with a cover letter dated 17/feb/2016 stating the paper MDR submission was not accepted. Therefore, the report was resubmitted electronically via webtrader.

Event description:
On (B)(6) 2015, the patient started vancomycin, dose unknown, via intraperitoneal (ip) route every three days for 4 to 5 doses total. On (B)(6) 2015, the patient was administered 1800mg vancomycin via ip route one time, then vancomycin therapy at 900mg ip route every three days resumed. The pd nurse stated the patient was not hospitalized for the episode of peritonitis and was initially treated with antibiotics in-center and continued antibiotic therapy at home. As of (B)(6) 2015, the signs and symptoms of peritonitis had resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.